Event description:
It was reported that the patients right ventricular (rv) lead was exhibiting high thresholds as well as rising and high impedance levels. A potential lead fracture is suspected. The lead has been capped and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).